Event description:
During a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The calcified lesion was located in the proximal left anterior descending (lad) artery. The lesion was predilated with a maverick balloon. The physician attempted to use a taxus express2 3.0x16mm drug eluting stent in the proximal lad, but it would not cross the lesion. The physician pulled back the stent delivery system, but was unable to remove the device. The stent was caught on the guide catheter. The physician then deep seated the guide and was able to remove everything as a unit. The sds was removed and the physician noticed that the stent was not on the balloon. It was found in the left profunda, where it remains. The physician did not feel it would cause any adverse event for the pt and decided to leave it in the pt. The procedure was completed with a 3.0x20mm taxus stent. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints, of this nature, related to this batch number.